Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracic lobectomy procedure, on the first firing, the surgeon clamped the device on the patient tissue, and when the surgeon attempted the firing the device didn't move like being locked. The procedure was completed with another device. The surgical time was extended by more than 30 min. There was no patient injury.